Event description:
It was reported that, the physician thinks that there could be a mirror alignment issue, preventing hemostasis. The patients are bleeding after the procedure. It was noted that smoke was seen coming from the fiber port. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
This console was serviced at the customer's site. The reported allegation was confirmed. Replacing the optic fiber port resolved the issue. The console passed all testing performed after replacing the optic fiber port. Furthermore, two fiber focus lenses were found questionable and were returned for inspection. During visual inspection of these, one lens had lots of ash marks, and the other had one small ash mark.

Event description:
It was reported that, the physician thinks that there could be a mirror alignment issue, preventing hemostasis. The patients are bleeding after the procedure. It was noted that smoke was seen coming from the fiber port. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.